Event description:
This patient was scheduled for a right ankle arthroscopy. The surgeon was attempting to remove a loose body from the ankle, when the tip of the small joint grasper broke off in the joint of the patient. This was immediately recognized by the surgeon. Attempts were made to remove the piece arthroscopically, but were unsuccessful. Second md was called-in to assist. An arthrotomy and debridement of the foreign body was performed. An x-ray was taken to verify successful removal.